Manufacturer narrative:
Reference record: (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2015, a patient in (B)(6) underwent procedure for a placement of percutaneous endoscopic gastrostomy (peg) tube and jejunal (peg-j) tube for administration of duopa. In 2016, the patient¿s physician decided to remove the peg from the original stoma site and create a new stoma puncture site due to widening of the old site. On (B)(6) 2017, the patient was hospitalized due to continuous secretion from the previous stoma puncture site. A physician in the hospital found a cyst on the previous stoma puncture site, which was surgically removed on (B)(6) 2017. On an unknown date, the patient developed post-surgical pneumonia and continued to be hospitalized.